Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced epoxy on the needle. The following information was provided by the initial reporter: doctors noticed clomp of glue mid shaft. The patient was not harmed or impacted. The issue was discovered after injection. There was no need for additional medical treatment.

Manufacturer narrative:
After further review it was determined that this MDR was sent in error and is a duplicate to MDR MFR# 1911916-2022-00577. Please consider MDR MFR# 1911916-2022-00580 void.

Event description:
It was reported that the bd precisionglide¿ needle experienced epoxy on the needle. The following information was provided by the initial reporter: doctors noticed clomp of glue mid shaft. The patient was not harmed or impacted. The issue was was discovered after injection. There was no need for additional medical treatment.